Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported approximately about a third of the way through a patient's treatment a message came up that the incorrect shutter pedal was being used and to switch pedals. The only option was to select "ok". The system said "treatment stopped" and the only button able to be selected was the red "x". The site then resumed the treatment and the laser picked up where it left off to finish the remaining five seconds of treatment.

Manufacturer narrative:
The logfile review shows all laser system functions were within specifications for the respective treatment. During treatment a warning message occurred. This warning is due to the laser pedal is not pressed correctly. If the user was pressing the pedal too slow or not all the way down the internal shutter can cause this error message. After that the user performed the center test again without reason and a message appeared and the user aborted the treatment. No technical root cause could be identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).